Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: site ID- (B)(6). It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). A pre-implant balloon valvuloplasty was done with a 23mm non-abbott balloon. After pre-dilation, a left bundle branch block (lbbb) was noted in the patient. During the procedure, while inserting little bit difficulty was noted in the arch and to cross the valve but not significant. The first recapture was successful. When a second recapture was necessary because the valve was high, it was noticed angiographically that the capsule was deterioring. The physician after trying to close the gap between capsule and radiopaque tip using macro adjustment wheel but the closure was at 95%. The physician trying with micro adjustment wheel in descending aorta but the gap was the same. At the end the physician removed the delivery anyway without causing complications. The valve and delivery system were removed and a new 29mm navitor vision valve and large flexnav ds were loaded. The valve was able to be implanted and the final implant depth at non-coronary cusp (ncc) was 12.96mm, left coronary cusp (lcc) was 6.40mm. After the implant, a post-implant balloon valvuloplasty was performed due to mild perivalvular leak (pvl). The patient remained hemodynamically stable throughout the procedure and there was no delay in the procedure. The patient was in a stable condition. After the procedure, the patient developed a atrial fibrillation and medications were given to patient. On (B)(6) 2026, the echocardiogram showed lbbb, first degree atrioventricular block.